Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient went to the hospital, after 2 syncopal episodes with loss of consciousness. Interrogation of device found that this pacemaker was operating in safety mode, which permanently limits device function. The patient was monitored with telemetry, which revealed an asystole period of greater than 10 seconds, and the right ventricular (rv) lead exhibited over-sensing, noise, and loss of capture. This pacemaker device was surgically explanted. During the procedure, there where multiple episodes of asystole that occurred. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported.

Event description:
It was reported that this patient went to the hospital, after 2 syncopal episodes with loss of consciousness. Interrogation of device found that this pacemaker was operating in safety mode, which permanently limits device function. The patient was monitored with telemetry, which revealed an asystole period of greater than 10 seconds, and the right ventricular (rv) lead exhibited over-sensing, noise, and loss of capture. This pacemaker device was surgically explanted. During the procedure, there where multiple episodes of asystole that occurred. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. At this time, the product has been returned and product analysis completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.